Manufacturer narrative:
H.6 updated .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary the reported stent graft expansion issues seen during implant was confirmed; however, the cause could not be determined from the single returned film. The anatomy at implant is unknown and CT¿s prior to and post-implant were not provided; therefore, a complete assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. Additional images during implant were also not available for return. A single 5-second length video of an angiogram during implant was returned. The video was low resolution/grainy and from a single viewing angle; therefore, a comprehensive analysis of the film was difficult. The films revealed that two (2) valiant captivia stent grafts had been implanted in the patient. Images during stent deployment and removal of the delivery systems were not returned, as were any images during ballooning attempts to expand the stent graft. The proximal closed web device was positioned proximally near the origin of the left common carotid artery; no obvious issues with the proximal device were seen. The distally implanted closed web device was seen having been implanted proximally just below the arch and extended distally to just above the level of the celiac artery. The proximal one (1) or two (2) stent rings of the distally implanted device appeared malformed/asymmetrical within the overlapping devices. The proximal stent graft marker¿s did not appear to be co-planer indicating that these proximal stents may have deployed in an angulated orientation with non-uniform expansion. Angio injection from the ascending thoracic showed stent graft patency; however, an irregular-shaped flow lumen with narrowing from 22 ¿ 17mm was also observed within this malformed stent ring location. Analysis of the returned video did not reveal any stent graft characteristics or anatomical anomalies that could explain the event. It is possible that implanting within the chronic dissection may have been a contributor. The morphology of the reported type b dissection (including true lumen diameter) is unknown, and the amount of stent graft oversizing also could not be determined. It is also possible that this was user/procedural related that was potentially influenced by the patient¿s blood pressure or other patient factor, which may have been exacerbated by to the reported slow deployment. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and product investigation could not be performed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200m in length chronic type b dissection. It was reported during the index procedure, the stent graft was implanted in a bowed shape (sideways) due to insufficient deployment of the proximal edge of the graft which was implanted on the distal side. Ballooning was performed to expand the stent graft however the lumen of the stent graft did not fully expand. Per the physician the cause of the event was due to user error and was influenced by blood flow due to slow deployment. No additional clinical sequelae were reported and the patient will be monitored.